Manufacturer narrative:
No critical pump error alarms noted after battery insertion. Unit received with partial white display due to corrosion on all electronic assemblies. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to partial display. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, cracked case on battery tube area, cracked battery tube threads, missing serial number label, missing end cap address label, corrosion on force sensor assemblies, corrosion on motor home switch and corrosion in battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump had critical pump error alarm. Caller blood glucose reading is 134 mg/dl. Troubleshoot was performed. Caller saw a red x on the screen. Caller stated the insulin pump was not dropped or bumped. Caller stated the alarmed reoccurred. The insulin pump will be returning for analysis.